Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on march 26, 2019. (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced infection at the implant site. Subsequently, the patient underwent revision surgery in (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. It was also reported that the patient experienced poor magnet retention.